Event description:
During an rf procedure, while in lesion mode, the patient experienced unintentional sensory stimulation. The procedure was completed using the same equipment and without delay. There are no adverse consequences reported as a result.

Manufacturer narrative:
The device was received for investigation. Maintenance was performed according to the most recent revision and the product was returned to the customer.